Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, lead dislodgement was observed. No sensing and loss of capture were noted. Physician decided to turn off the tachy therapy and hospitalized the patient. It was later reported that the lead was explanted.